Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional of a patient whose indication for use is essential tremor and movement disorders reported that in (B)(6) 2015, the patient fell onto his chest right on the implant. The patient was experiencing intermittent pain and electrical shocking down his left side and left arm which were considered sudden in nature. The implantable neurostimulator (ins) was on the patient's left side and the lead was in the left ventral intermediate nucleus. The shocking had gone away when the ins was turned off but then the patient had a return of tremors. An impedance check was done; therapy impedance was 1238 ohms on c-0, but c-1, c-2 and c-3 were all high impedance. Impedance were not notably high, c/1=2773, c/3=2335, 1/3=4854. Therapy was not the cause of the fall. Programming attempts were made and a computerized tomography (CT) scan of the head and spine was done along with an x-ray of the cervical spine and evaluated by a neurosurgeon. Assessment was still on-going; however based on evaluation to this date notably for inconsistency in reproducibility of symptoms with deep brain stimulation therapy; the patient's symptoms were not felt to be related to the deep brain stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient and a company representative reported the patient had fallen and landed on the battery in the chest. They experienced tingling and/or shocking feelings on the left arm. Impedance measurements indicated a higher value, out of range at contact 3 which was not currently being used. Interventions taken included both the battery and the extension were replaced. Intraoperatively, the impedances on the newly implanted battery and extension showed normal ranges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.